Event description:
It was reported that high impedance had been observed during the patient's appointment. Additional information was received indicating that the patient had also been experiencing an increase in seizures. X-rays have been ordered however it is unclear if they will be sent to the manufacturer for review. There were no reports of patient trauma or manipulation prior to the onset of the high lead impedance. The patient has been scheduled for revision surgery. Attempts for additional information have been unsuccessful to date.